Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette exhibited a leakage. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. A picture was provided by the customer showing a buildup of fluid at the base of the cassette and it was unclear where the leak was coming from. The devices received had no damage or anomalies observed. The cassettes were leak tested to 6 pounds per square inch (psi) and then to 22 psi with the internal bag open, and then to 45 psi with the internal bag closed. All while using the hydrostatic pressure pump. There was no leakage observed.